Event description:
According to the reporter, intra-operatively, a little piece of the yellow plastic protection on the reload. It stays in the reload, then falls in the cavity when the surgeon is using the reload piece. The component retrieved through the grasper. No banieny injury has been noted.